Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood in the inflation lumen and the balloon was tightly wrapped. Magnified inspection was performed. There was a balloon pinhole over the distal edge of the markerband. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the complaint incident. There was no damage or irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6f 90cm non bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified below the left knee vessel. After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 4 atmospheres however, a leakage of contrast dye was observed on angiogram. The device was completely removed from the patient and a balloon rupture was noticed. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery using a 6f 90cm non bsc sheath. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous unspecified below the left knee vessel. After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was first inflated at 4 atmospheres however, a leakage of contrast dye was observed on angiogram. The device was completely removed from the patient and a balloon rupture was noticed. The procedure was completed using a different device. No patient complications were reported and the patient's status is good.